Event description:
An astral device was returned to resmed for eval. Review of the downloaded device log showed that a system fault message (sf74) indicating a software task error has occurred. This resulted in an alarm which notified the caregiver of the error message. There was no pt harm or injury reported as a result of this incident. MFR # 3004604967-2015-00103.